Event description:
It was reported that the customer's insulin pump is squirting out while priming and is unable to exit prime loop. The customer's keypad was unresponsive. The insulin pump will be returned. The customer's blood glucose was 18 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. Insulin pump prime properly. All buttons functioning properly. However, found moisture damage to the keypad traces during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.